Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a coronary artery. A 10mm x 4.00mm wolverine monorail cutting balloon was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured at about 5-6atm. The procedure was completed with a different device. No patient complications were reported.